Event description:
Percutaneous intervention of right superficial femoral artery of pt. Performed via left brachial and right dorsalis pedis accesses. After retrograde access of involved leg (right) and brachial access obtained, recanalization of chronic total occlusion of sfa was achieved through cto techniques. 2 stents were successfully placed from dorsalis pedis access but size complement of on hand stents required 3rd stent to be placed from brachial access. With life stent deployment catheter positioned in appropriate area without incident under fluoroscopy, deployment was initiated. As standard deployment was underway by physician, the ratcheting mechanism of the deployment handle failed to continue operating and marker bands of stent were visualized in tightly contracted position proximal to the end of previously placed stent. Sales rep was called for guidance and reached via phone. Then per instruction, deployment handle was opened. Hypotube retraction wire was pulled to continue deploying stent. Retraction wire broke, leaving remainder of hypotube on the undeployed stent.through manipulation of device under fluoroscopic guidance, catheter delivery system was able to be removed from body ensuring no trauma to surrounding tissues or vessels. Stent delivery tract flouroscopically examined to assure no embolized stent material. Stent struts were visualized as expanded and stretched to longer length than desired or appropriate for proper functioning of stent scaffolding. Entire deployment catheter was removed under fluoroscopy without incident. Trivial subintimal flow was visualized under fluoroscopy through stent structure. Proximal and distal vessels were visualized and found to be undamaged. Guide wires and sheaths were removed per standard procedure. Patient verbalized no discomfort and adequate pulse were assessed in rle. Patient discharged to telemetry unit.